Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a video of an device. Bleeding and malformed staples were observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. A potential root cause could be thick tissue. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric sleeve procedure. The device was being applied to the stomach. The stapler was able to fire but there was poor staple formation. The staple line was incomplete at the proximal end. There was temporary injury as a result of the event. Needed to reinforce the faulty staple line with sutures. The surgical time was extended by thirty minutes or more due to the product problem. There was no patient harm. The patient status is alive, no injury.